Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer tibial tray size 3 catalog #: ni lot #: ni, unknown. Zimmer articular surface 9mm catalog #: ni lot #: ni, unknown zimmer most stem 16mm x 30mm 152mm length catalog #: ni lot #: ni. H6 - component code - proposed component code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral component fracture and pain approximately twenty (20) years post-operatively. All devices were removed and replaced. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.